Event description:
It was reported that a cardiac hematoma occurred. A left atrial appendage (laa) closure procedure was attempted using a 27mm watchman laa closure device with delivery system (wds) and a watchman fxd curve access system (was). A versacross connect laac access solution kit was selected for use during the transseptal puncture (tsp). The first and second attempts of radiofrequency (rf) crossing to complete a transseptal puncture (tsp) were unsuccessful. After the second attempt the rf needle slid superiorly. The third tsp was successful however the wire prolapsed and would not cross the septum. The wire was manipulated, and the septal cross was completed. Placement of the closure device was attempted requiring four device recaptures. It was determined the positioning difficulties resulted from the high location of the tsp. The was, wds, and closure device were all removed from the patient and also the sales representative confirmed that a tsp device was baylis versacross connect. After when a transesophageal echocardiogram (tee) was performed a hematoma was present in the left atrium adjacent to the laa on the posterior aspect of the heart. The laa closure procedure was discontinued. The patient was discharged four days post procedure.

Manufacturer narrative:
The device won't be returned for analysis. Upon evaluation of the failure analysis of the event reported, if there is any further relevant information from that review, a supplemental medwatch will be filed.